Event description:
It was reported the right ventricular (rv) lead exhibited high and unstable impedances on the low-voltage portion of the lead. A fracture was suspected. On a fluoroscopy it appeared that a wire was sticking out of the lead near the distal coil. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action and returned product testing found the device did perform as described in the field action. Product event summary: a portion of the lead was returned in segments and analysis revealed that the interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching, the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo. This device was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this device performed as described in the field action. (B)(4).